Event description:
Senseonics was made aware of an incident where user reported a high glucose event.the first example, which included both blood glucose and sensor glucose values, did not go beyond the high glucose alert. We will only address the second example, which meets the high glucose event because the blood glucose value exceeds the high glucose alert. (B)(6) 2025 10:49 am est - sensor glucose: 96 mg/dl - blood glucose: 149 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 10:49 am est - sensor glucose: 96 mg/dl - blood glucose: 149 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.the user didn't seek medical treatment.the user's hcp isn't aware of the event was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a high glucose event. The following example set was provided: on (B)(6) 2025 7:18 am est - sensor glucose: 74 mg/dl - blood glucose: 117 mg/dl. On (B)(6) 2025 10:49 am est - sensor glucose: 96 mg/dl - blood glucose: 149 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 7:16 am sg was 77 mg/dl, and bg was 117 mg/dl. At 10: 46 am sg was 96 mg/dl and bg was 149 mg/dl. A review of the alert history did not reveal any high glucose alerts during the reported time as user's sg was at below 125 mg/dl. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. A case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data revealed depressed signals and reference channels since insertion on (B)(6) 2025. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. B4.date of this report (B)(6) 2025. G3.date received by the manufacturer? 26 june 2025. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.